Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced anaemia ("anemia"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia and vaginal haemorrhage had resolved and the psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, fatigue, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal) and fatigue. Essure implant date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, menorrhagia, anemia. Reporter added, patient demographic added,product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.